Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was observed to be dislodged during a surgery. The lead was explanted and replaced. The asymptomatic and dependent patient was stable during and after the procedure.